Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation of the g310, the hp cable is damaged, thereby restricting water flow to the hand piece, therefore causing the hp to heat up. No injury resulted.